Manufacturer narrative:
The damaged controller was received for evaluation. A visual examination of the controller box noted the front bezel had damage to the bottom left corner. Evaluation of the returned controller confirmed the reported issue. The bottom portion of the box had no power. When power was applied it produced smoke. The inductor was found to burnt on the control board. During testing, delayed power up was noted due to power supply board failure. This controller was manufactured in october 2008 and has been in use for approximately 7.5 years. There have been no other reports for this product family and failure mode combination per a two-year review of complaint history. The device was repaired, calibrated and tested. Conmed will continue to monitor the device via returns and the complaint system.

Event description:
Spine surgery, disc replacement.

Manufacturer narrative:
As of this filing, conmed is anticipating arrival of the d3000 console for an evaluation to be performed. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
As reported, during a surgical procedure, as soon as the d3000 advantage drive system power cord was connected and the unit was turned on, the box started billowing out a considerable amount of smoke. It was also reported there was no noticeable flame. The unit was immediately unplugged and removed from the operating room. No one was injured and a 10-minute surgical delay resulted while the staff checked the electrical system and obtained another console to complete the procedure. No injuries occurred as a result of this event. This event is being reported as a malfunction with potential for injury with recurrence.